Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon replaced the humeral component because it was migrating; he switched it out for a longer stem.